Event description:
Reporter alleged the multiclix lancet needle broke off in the customer's finger. Reporter stated that they cleaned it with an alcohol swab and the doctor visited to remove the lancet, but he could not detect any foreign body in her finger on the pad. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.